Event description:
It was reported that the device had multiple air detector alarms. They were unable to replicate this issue within their biomed department, but they did find that the pressure gauge on the pressure chamber was reading incorrectly as it was reading around 200 mmhg, below the 280-290 mmhg range. There was no patient or clinical injury reported with this device.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(4). One level 1 fast flow fluid warmer and two level 1 fast flow fluid warmer pressure cuffs were received. Per visual inspection, while checking the air pressure, which was within tolerance, it was noticed the air pressure did not stay stable once adjusted, found a swivel elbow connected to regulator was loose/leaking air. The return tube had micro fractures. The air detector plunger was loose and failed the pin gauge test. The line cord had a cut in the insulation. Functional testing could not duplicate the air detector alarms, but it failed the pin gauge test. The pressure cuff was not reaching the pressure range and was leaking air. The most probable root cause for the air detector alarming is the gas/vent filter not fully primed and/or the tubing going into the top of the gas/vent filter is being pulled on somehow, pulling the filter physically away from sensor, it will sense this gap and alarm even if the filter is fully primed. The regulator was leaking air from a swivel elbow and the "big" quick connect fitting connecting the ez deflate tubing to the bottom bladder elbow was leaking due to the bladder elbow (pinched a bit) no longer rigid enough to keep a good seal. The one-way valve was also leaking slightly once the cuff was pressurized. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken on the air detector for the air detector alarming, the failed pin gauge test would of possibly cause some fluid to slowly drip while plunger is engaged (not alarm). Tightened the leaking swivel elbow on the regulator in the tower and replaced the bladder, one way valve and quick connect fitting on pressure cuff to correct the low pressure. Replaced the solenoid/solenoid bracket on the air detector, damaged line cord, return tube, fan guard and o-rings for preventative maintenance. The device passed all functional and delivery tests.